Manufacturer narrative:
Pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus anomaly noted. No cosmetic damage noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that insulin pump was not delivering boluses. Caller states that healthcare professional advised that insulin pump be replaced. Customer's blood glucose was 576 mg/dl. Caller declined troubleshooting. Insulin pump would be replaced.